Event description:
It was reported that the patient with this implantable pacemaker device was admitted to the emergency room (ER) for atrial tachycardia, worsening heart block and device recorded a pacemaker mediated tachycardia (pmt). This pacemaker device remains in service. No adverse patient effects were reported.